Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The applier jaws got bent during use. Therefore, it was replaced with a new one to complete the surgery. The appliers were purchased by the hospital in august 2020.

Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. 100% functional test at final inspection found good. During visual and functional examination, we found that the pull rod is bent strongly and the color marking at pull rod is also deformed. Too much force to the handle during use. No further measures will be initiated.

Event description:
The applier jaws got bent during use. Therefore, it was replaced with a new one to complete the surgery. The appliers were purchased by the hospital in (B)(6) 2020.